Event description:
It was reported that during the procedure in the superficial femoral artery, pre-dilatation was performed using a 6x120 non-abbott balloon via contralateral approach. An absolute 6x80x80 stent delivery system (sds) was advanced through a 6fr non-abbott sheath over a .035 non-abbott guide wire without resistance and the stent was successfully deployed at the target lesion. During removal of the sds from the anatomy, the distal tip of the sds became caught in vessel tissue. Heparin was emergently administered and the patient was transferred to surgery for removal of the sds. Reportedly the duration of the procedure was six hours. There was no adverse patient sequela and the patient is reported to be doing fine. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, device analysis reveals that the shaft of the stent delivery system is separated with both segments returned. Additional reported information indicates that when the sds was surgically removed from the anatomy, the shaft separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: jindo, inflation: mdt, sheath: 6fr cordis. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.